Event description:
I used fixodent and polygrip from 2004 till present. In 2006, I started having numbness and severe pain in both feet and legs. This condition neuropathy is permanent and will need to be treated the rest of my life. Neuropathy in both legs. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 2004 - present. Diagnosis or reason for use: denture cream. Event abated after use stopped: no.